Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the employee noticed that air was leaking from the air dermatome hose when he controlled it. The event occurred during kit inspection at zimmer biomet warehouse. No patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
No additional event details.

Manufacturer narrative:
The following sections were updated/corrected: b4,d10,g4,g7,h2,h3,h6,h10. On 23 jan 2019, it was reported from zimmer biomet france sas that a zimmer air dermatome ii hose: synthes (ao), 3 m had an air leak. On 11 feb 2019, a returned product investigation was performed on the zimmer air dermatome ii hose: synthes (ao), 3 m. The physical evaluation revealed that the o-ring that seals the airflow from the hose was not seated correctly which allowed for air to leak from the hose. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the zimmer air dermatome ii hose: aga, 3 m had a mis-seated o-ring causing an air leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.